Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 13, 2016 lay user/ patient's reporter contacted lifescan (lfs) and alleged their one touch ultramini meter read inaccurately high compared to their feelings and/or normal readings and compared to other meters the complaint was classified based on the customer care advocate (cca) documentation. The reported alleged th eproduct issue began (B)(6) 2016 in the morning. The patient obtained inaccurate high results of ¿272, 339 and 168 mg/dl¿ with the subject meter on an unspecified date and time. It is unknown if the results would/would not meet lifescan¿s accuracy criteria as the comparison is against their feelings and/or normal readings. The reporter alleged the patient obtained inaccurate high results of ¿339 mg/dl¿ with the subject meter and ¿103 mg/dl¿ with another device (accu-chek), performed within 30 minutes, on an unspecified date and time. The reporter alleged the patient obtained inaccurate high results of ¿272mg/dl¿ with the subject meter and ¿67mg/dl¿ with another device (accu-chek), performed within 30 minutes, on an unspecified date and time. The reporter alleged the patient obtained inaccurate high results of ¿168/dl¿ with the subject meter and ¿44mg/dl¿ with another device (unknown), performed within 30 minutes, on an unspecified date and time. Based on statistical methodology, the calculated difference of all these glucose results exceed lifescan¿s criteria for accuracy. The reporter stated the patient manages their diabetes with pills, diet and/or exercise. The reporter confirmed that the patient took their normal dose of medication (including sliding scale) in response to the product issue on (B)(6) 2016. The reporter claims the patient developed symptoms of ¿not able to talk, weakness almost fainting and headaches¿, the reporter does not know if the symptoms developed before or after the product issue. The reporter alleged the patient received hcp treatment at the emergency room (ER) with a "glucagon injection" on (B)(6) 20at the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment although it is unknown if the product issue began before or after the alleged inaccurate high issue began.